Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
The product was applied during an unspecified procedure. Reportedly, the suture broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.